Event description:
During a remote follow-up, the device was unable to communicate via bluetooth telemetry (ble). Technical support was contacted and it was discovered the ble had been disabled. The ble was turned back on to resolve the event. The patient was in stable condition.